Event description:
In 2003, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative images revealed a type ii endoleak and aneurysmal sac enlargement. In 2008, coil embolization was performed. It was reported that the type ii endoleak had diminished and that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleak.